Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that dissector balloon, obturator, lock collar, trocar balloon all appeared intact. The sheath for the dissector balloon was not received. The insufflation bulb and inflation syringe were not received. Pmv performed functional testing; the trocar balloon was inflated no leaks detected. The hole was covered and the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic inguinal hernia repair procedure. The customer said that at the beginning of both procedure, while the dissection balloon was removed from the package the sheath typically around the dissection balloon was not present or holding the balloon tightly wrapped which made the introduction into posterior rectus space difficult. The surgeon never saw the sheath and was concerned it may be inside the patient but did not see if before use of product and did not see sheath in patient. The second balloon had a hole in the dissection balloon. After the spacemaker was inserted and he began to blow up the balloon it would not inflate. He took it out and tried to inflate the balloon and could hear air coming out and it appeared to be at the seam of the balloon. No injury noted.